Manufacturer narrative:
It was reported that during the end of surgery, a calcar crack was noticed in the patient. The surgeon utilized a cable to stabilize the crack and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that during the end of surgery, a calcar crack was noticed in the patient. The surgeon utilized a cable to stabilize the crack and the surgery was completed successfully.